Event description:
Difficulty was encountered closing the biopsy forcep following several successful biopsy samples during a biopsy procedure. The forcep and scope were removed as a unit without incident. The procedure had been successfully completed with this unit without patient complications. This device is currently being evaluated by this manufacturer. Upon completion ot the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or patient anatomy may have contributed to this event. However, unitl the engineering evaluation is completed co is unable to determine the cause of the event.

Manufacturer narrative:
F11- date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the jaws were sharp and stuck in the open position. After cleaning and lubricating, the jaws still did open and close properly. There was no visible damage to any of the distal components. The inner wire and a portion of the hypotube were broken off adjacent to the distal edge of the set screw. Follow up indicated difficulty was encountered closing the biopsy forceps following several successful biopsy samples, therefore, we believe user technique may have contributed to this event. However, we cannot determine the exact cause for this event. Directions for use state: "excessive force on the finger gap (either pushing or pulling) can damage the forceps."